Event description:
Clinic notes dated (B)(4) 2014 note that the generator was unable to be interrogated using two programming systems. The notes indicate that the patient would be referred to surgeon for generator replacement. Clinic notes for the surgeon dated (B)(6) 2014 note that the vns is unable to be interrogated at this time. It was noted that the patient will be sent for generator replacement. No surgical intervention has been performed to date.

Event description:
On (B)(4) 2014 product analysis was completed on the explanted generator. The reported unable to interrogate allegation, was duplicated (not due to eos) in the product analysis laboratory at two orientations. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. Bench test verified magnet operation. The generator performed according to functional specifications; during the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the patient was initially seen because they couldn't get the magnet to activate stimulation, so it was unsure if the device was working. It was reported that the surgeon implants the generator under the muscle and that the patient was implanted at seven years old and is now fourteen years old and has developed breast tissue. It is believed that the generator is too deep and needs to be moved subcutaneously as the generator was not palpable. It was reported that the patient has not experienced an increase in seizures and it is believed that the device is still working. The patient underwent generator replacement surgery. The generator was received for analysis. Analysis is underway, but has not been completed to date.